Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the jaws of a sureform 60 stapler instrument opened while a green sureform 60 stapler reload was being fired. The issue occurred during the first stapler fire. The surgeon stated that he had clamped down on the stomach tissue with no issues, and the system had the standard countdown indicating that the stapler was ready to fire. The jaws did not come together but the staples fired out. It was alleged that the I-beam connection never happened. According to the surgeon, the stapler instrument unclamped itself, and the jaws did not tighten down to parallel when the stapler started to fire. The surgeon indicated that the jaws had instead, separated further. The staples were not formed and were loose within the anatomy. About 8-10 staples were partially stuck in the stomach wall but were unformed. The stapler reload knife grazed the stomach tissue causing a hole on the proximal side of the clamped tissue. The surgeon then used a backup sureform 60 stapler instrument, stapled medially to the hole, and fired with no further issues. The rest of the procedure was completed with no problems. The surgeon stated that he was able to get everything fixed and the patient is ok. The surgeon confirmed the following: there were no impediments when he fired, the patient bmi was 48, the patient is reported to be recovering well, the surgical outcome was not compromised, he does not use buttress material, and the tissue was not thick. He confirmed this was the first stomach surgery for the patient.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated the reported event during in-house testing. The stapler was fired in-house with a green sureform 60 stapler reload. The instrument clamped without any issues and a "ready to fire" prompt was displayed. During an attempt to fire, the grips were slightly opened while the reload blade traveled down the knife track. The staples did not appear to be formed and were falling out of the grips. A second firing attempt was made with a black sureform 60 stapler reload and the hi challenge foam test was performed. The instrument jaws opened during firing on both attempts and unformed staples fell from the grips. A max unclamp force failure occurred as a result and the rfid editor could not be used to override the failure during in-house testing. The I-beam was manually driven out during in-house inspection and the I-beam appeared to be broken. The I-beam was broken and completely detached from the anvil, likely causing the jaws to open during the firing attempts. The broken piece was retained within the slot that holds the top of the I-beam. No missing material was observed. The root cause is attributed to a component failure. Additionally, the instrument was found to have multiple lodged staples in the exposed I-beam window. The staples were removed successfully. The root cause is attributed to a component failure. In-house fa was able to replicate the issue, suggesting the I-beam broke on the first firing in the procedure. The root cause of the fracture is likely component related; however, further investigation will be performed by an outside lab to confirm/deny this. A follow-up MDR will be submitted if additional information is obtained. Isi received the sureform 60 green reload involved with this complaint and completed the device evaluation. Fa did not confirm nor replicate the reported event. Upon visual inspection, the reload appeared to be used and fully fired without any issues. There was no exposed blade within the knife track. There was no pusher damage or unfired pushers observed. No staples were found on the reload. The reload was disassembled in-house for inspection and no damages were found. A review of logs showed no firing failures. There was no problem detected. An isi clinical development engineer (cde) reviewed an image provided by the customer of the reported event. According to the cde, numerous unformed staples can be seen laying on top of what appears to be stomach tissue. In addition, minor oozing can be seen coming from the same area that the staples are laying. The cde was unable to visualize the partial transection reported in the complaint due to the oozing of blood. An isi failure analysis engineer reviewed the images of the stapler and reload fired during this event and the following information was provided: nothing unusual was noticed. The stapler anvil pockets appeared normal and the pushers looked fully deployed along the entire length of the reload. An isi failure analysis engineer reviewed the stapler logs for this event and provided the following information: this stapler instrument was fired one time. The fire was completed with no pauses for compression. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the jaws of the sureform 60 stapler instrument opened as the firing sequence began. As a result, staples came out of the jaws without being applied to the tissue. The target tissue was cut without staples being applied correctly causing a hole in the tissue. The surgeon used another stapler instrument and reload fire to correct this hole.